Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic complaining of dizziness. Upon interrogation, the right ventricular lead exhibited no capture and dislodgement. The lead was explanted and replaced. The patient was stable.